Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. Contrast media was observed within the balloon. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 4 mm distal to the distal edge of the distal markerband and extending distally for a total length of 10.8 mm. The tip of the device was damaged. The entire tip was torn. The tear was 6 mm in length. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-apr-2017. It was reported that balloon damage and inflation failure occurred. The target lesion was located in the iliac artery. A 10.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon did not inflate and appeared to be damaged. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.